Event description:
Patient was revised to address pain. On examination, there was some metalosis in the joint space, accompanied by some synovitis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.